Event description:
It was reported that a patient underwent a primary total knee replacement on (B)(6) 2023 and barbed suture was used. Three weeks post op, the patient turned to take a step, may have mildly twisted the knee, and heard a pop. The kneecap moved to the side. On x-ray it showed that the patella is tilting laterally. The surgeon brought the patient back in for reoperation on (B)(6) 2023. They reopened the knee, removed suture, did a debridement and re-closed the capsule and incision. During reoperation, surgeon found that the tab on one of the #1 stratafix was no longer attached to the suture, and the arthrotomy had come open. Surgeon says suture failure is what was responsible for the arthrotomy reopening. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's gender, weight and bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? Were any pain management injectables used at the surgical site prior to closure? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?